Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician found that the ventilator was building pressure without exhaling. The exhalation pilot solenoid was reading pressure when set to the off position during the performance checkout. Also, the patient outlet pressure was out of specification. The solenoid manifold and turbine was replaced to correct the reported issue. Carefusion received the failed component and will do a failure analysis on them. When the results become available, a follow-up medwatch form will be submitted.

Event description:
It was reported by the customer that ventilator had a continuous alarm that they were unable to clear. While in service, it was discovered that the ventilator was building up pressure and not exhaling. This reported issue was discovered while in service, therefore there was no patient involvement.

Manufacturer narrative:
Failure analysis results: carefusion conducted a failure analysis on two suspect components. The results of investigation on the solenoid mount and turbine revealed: solenoid mount: carefuison was able to verify the reported issue of the solenoid manifold assembly failing for the high pressure alarms that were unable to be cleared. During testing, it was found that the ventilator was high building pressures without exhaling. The exhaled pilot solenoid had a pressure reading when set to the off position during the performance checkout. During initial testing, it was also found that the solenoid manifold assembly failed bench testing due to a high leakage. Turbine manifold assembly: carefusion was unable to duplicate the reported issue with the turbine assembly failing for low patient outlet pressure. During initial testing, it was found that the turbine manifold assembly passed the patient outlet pressure and passed the ltv turbine manifold assembly functional test. Visual inspection did not reveal any anomalies.